Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017, that on (B)(6)2017, the receiver was overheating. No additional event or patient information is available. No product or data were returned for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported the patient is less than 2 years old. Labeling indicates: dexcom continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. The dexcom cgm system is a single patient use device (meaning you can't share the components with others) for people 2 years or older with diabetes.